Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep was contacted today by an hcp regarding a patient who said their ins is "heating up;" troubleshooting considerations (impedance check, evaluating with ins off/on, establishing if something prompted this sensation, etc.) Was reviewed with the rep. As a result of what was reported, the rep will follow up with the hcp. Additional information was received from the rep on (B)(6) 2018. The rep met with the patient on (B)(6) 2018, checked impedances, and saw contact 0 had a high impedance. The hcp changed the programming to a different program that did not contact 0; they are going to try and see how that works for the patient. It can be noted that the patient reported having the heating issue for the past three months and the ins would heat up about once a week. The patient would just turn off the ins and put ice on their back and it would go away. Additional information was received from the rep on (B)(6) 2018 who confirmed the information with the hcp. The cause of the heating and high impedance issues were not determined; they did notice impedance issues on electrode 0 and the patient was on a program that used 0- 3+ so they were changed to a program that used 1- 3+. No further patient complications have been reported as a result of this event.